Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported power issue. Physio determined that the cause of the reported issue was due to the customer¿s third party usb data cable. After the usb data cable was removed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer was advised to replaced the cable. The removed usb data cable was not returned to physio for further evaluation.

Event description:
The customer contacted physio-control to report that their device would not always power on. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Patient identifier of the initial medwatch report was blank. Patient identifier of the initial medwatch report should indicate: none.

Event description:
The customer contacted physio-control to report that their device would not always power on. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.